Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 312 mg/dl. Customer was hospitalized for high readings due to bent cannula. Customer was and was treated with insulin drip and fluids. Customer was wearing insulin pump at the time of hospitalization. Customer declined to troubleshoot. The insulin pump was not returned for analysis.